Event description:
It was reported that an air embolism occurred. The patient was undergoing a left atrial appendage (laa) closure procedure with a 21mm watchman® laa closure device. After deployment of the device, the physician applied contrast and an air bubble was observed, trapped inside the laa by the watchman device. He opted to not move the device and it was released. No issues were noted with the watchman device and no further action was taken. The procedure was completed successfully and the patient¿s condition was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).